Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was caller stated that a few days after ins implant the pt had a heart attack, caller believes it was (B)(6) 2025. Caller stated that the pt thinks they had a CT scan and/or MRI (pt was unsure) and during the scan, they felt overstimulation in their back and was telling the hcps that they need to turn their ins off. Caller stated the ins is off now and they are inquiring if patient can turn it back on. The caller was not with the patient. Technical services (tss) reviewed that we don't have recommendations for this situation but suggested that patient turn amplitude to 0 ma while ins is off, turn it back on and slowly increase amplitude. Tss reviewed that overstimulation was likely due to scan/medical environment and now that patient is home, it is unlikely that the overstimulation would occur. Tss reviewed if patient turns stim on and they are still experiencing overstimulation or any ot her issues, then patient should keep stim off until they can be seen in office. Additional information was received from the rep. Rep reports the pt said they felt increased stimulation while they were dealing with a heart attack. Rep reports the patient has not experienced overstimulation since the MRI or CT scan. Rep reports the pt had to turn off their spinal cord stimulator, reduce intensity to zero, then gradually increase to a comfortable level. Rep reports the issue has been resolved. Rep reports confirming this information with the patient or physician.